Event description:
It was reported that when turned on for testing, the cardiosave intra-aortic balloon pump (iabp) failed to inflate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) observed that an error was reported when the machine was turned on and the auto-inflation was faulty, and it was not used by the patient. To fix the issue, fse replaced the drive manifold assembly do the test, all the tests pass. Complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The failure analysis and testing department installed the drive manifold into cardiosave test fixture for testing of the reported problem. Performed and tested the drive manifold in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. The tests did trigger the reported problem of the unit failed the all manifold test, it looks like the drive manifold had a large leakage. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the drive manifold in the failure analysis and testing department. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.